Manufacturer narrative:
This product had a complaint/sales ratio 0.001342 = 0.134% from november 2019 to november 2021 with 1 complaint reported during this time frame. The one reported complaint did not have the same failure code as the reported event. The work order and inventory was checked and showed no discrepancies. No patient impact was reported and no additional information was received from the reporting hospital. A scar was completed and no root cause could be determined as the unit was not returned for evaluation. The cotton balls were converted from cotton fibers. As a natural material, cotton tends to expand or stretch over time and were not tested to be used in neurosurgery applications and is not indicated to be used as reported, so this was off label use. No further information is available at this time. A follow up report will be submitted if additional information is received.

Manufacturer narrative:
Root cause has yet to be determined. This investigation is ongoing and a follow up report will be submitted once additional information is received.

Event description:
The cotton balls fell apart during neurosurgery as soon as any blood hit them when they were placed in the brain.

Manufacturer narrative:
Root cause has yet to be determined. This investigation is ongoing and a follow up report will be submitted once additional information is received.

Event description:
The cotton balls fell apart during neurosurgery as soon as any blood hit them when they were placed in the brain.